Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the zip ties for the manifold needed to be replaced. Additional malfunctions are the inlet filter was dirty and the brass barb connector was broken.